Manufacturer narrative:
Section d1 brand name: corrected. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient complained of abdominal pain at the site of the driveline. They reported there was significant purulent drainage from the driveline prior to exchanging the dressing. The patient also noted a new pain that was epigastric and left upper quadrant that felt like a severe pressure that caused the patient to catch their breath. This pain was caused by the chronic driveline infection and the patient's chronic use of marijuana and narcotics. The infection was treated with oral minocycline indefinitely and was not resolved. Related manufacturer reference number: 2916596-2023-08308.

Manufacturer narrative:
Section b5: the onset of the patient's chronic driveline infection is reported under MFR # 2916596-2023-08302. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.